Manufacturer narrative:
The following functional tests and communication were performed: a philips remote service engineer (rse) spoke to the customer and could not confirm the reported problem that the device had lost central monitoring hospital wide. The customer was unable to provide any additional information on the system issue. The philips remote service engineer (rse) provided their analysis findings however they were unable to confirm the reported system problem.

Event description:
The customer reported a lost of central monitoring hospital wide. The device was in use on patient at time of event, there was no adverse event reported.